Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06126. The biomedical engineer technician at the user facility further reported that the event date (b3) was on (B)(6) 2020. The reported event occurred prior to the procedure. No additional devices were involved in this event and the procedure was completed with a different device with no delay.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR. The evaluation confirmed the reported video output problems as the image was flickering. The video connector latch was worn out and the dp board was found defective. The unit was inspected with a test dp board and the video output functioned appropriately. The unit had the old version main switch installed. There was minor wear on front panel of the housing. The user facility traded-in the unit. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, it is presumed that the device in question has been in operation for more than seven years since it was manufactured and no longer functioned due to aging of parts on the dp board. In the dp substrate set, various image processing of the endoscopic image is carried out, and there is a possibility that the image freezes when it becomes impossible to function. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The video system was returned to the service center for evaluation. A review of the service records indicated the unit was purchased on (B)(6) 2012 and has had no previous repairs. The evaluation confirmed the reported video output problems as the image was flickering. The video connector latch was worn out and the dp board was found defective. The unit was inspected with a test dp board and the video output functioned appropriately. The unit had the old version main switch installed. There was minor wear on front panel of the housing. The user facility traded-in the unit. The root cause of the reported event could not be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the evis exera iii video system center's image froze, unfroze and then produced lines across the monitor. There was no patient involvement reported.